Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the erbe integrated electro surgical unit (iesu) generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and performed the failure analysis. The erbe iesu was placed on an in house system and was run in normal mode and the reported errors were confirmed and replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) to report the integrated electrosurgical unit erbe (erbe) generator was faulting when attempting to activate monopolar energy. The tse viewed the logs and found errors c:34, m:11, and c:30. The operating room staff does not have the third-party covidien generator. The surgeon was continuing with the procedure using the bipolar energy for the moment. The customer called back and stated they found the force triad generator but did not have activation cable. The customer was going to use force triad generator with external foot pedals to complete the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the force triad generator.